Event description:
Caller reported a malfunction on the pump, with no notable events occurring before it. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the malfunction recurred, which the caller acknowledged and understood.